Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
According to the report the user was no longer able to hear when using the device. A new audio processor was sent to the user but the issue was still not resolved. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recently the user was no longer able to hear when using the device. Before losing access to sound the implant was becoming too strong and dizziness was experienced. At one point the stimulation levels were reduced by a clinical engineer and the user reported everything was fine again. The user wishes to be re-implanted if medically fit.